Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced an early return of incontinence with an artificial urinary sphincter (aus) due to bulbar tissue atrophy. The patient was diagnosed with a flexible cystoscopy and bladder scan, however, the physician did not think the device caused or contributed to the incontinence. A surgical procedure was performed in which the existing device was removed and a new aus system was implanted. There were no performance issues with the explanted device. There were no other symptoms or complications and the patient was said to be better and fully recovered following the procedure.